Event description:
It was reported to philips that during a percutaneous hepatic angiography and chemotherapy perfusion embolization procedure on an oncology patient there was an issue with the digital subtraction angiography (dsa). The physician was unable to continue the exam and the procedure was completed in a different hospital. An allegation of harm was received due to the delay in treatment, but no further information was provided. Philips has started an investigation of this complaint and a follow up report will be submitted when additional information is received.

Manufacturer narrative:
Type of reported complaint was corrected as it a product problem, no injury happened. According to additional information patient had tumor liver and the system got shutdown while performing the chemotherapy perfusion embolization procedure. The procedure was completed by moving the patient in a different hospital and no allegation of harm was received due to the delay in treatment. Patient outcome and health impact code was update.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The percutaneous hepatic angiography/chemotherapy perfusion embolization procedure was aborted. The procedure was completed at another hospital. However, it is unknown if the patient needed any additional medical intervention. No on-site work was performed by philips service as the system was repaired by a third-party contractor, without revealing details regarding the cause, performed tests or solution to philips. After the service was performed by the third-party contractor, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The percutaneous hepatic angiography/chemotherapy perfusion embolization procedure was aborted. The procedure was completed at another hospital. However, it is unknown if the patient needed any additional medical intervention. No on-site work was performed by philips service as the system was repaired by a third-party contractor, without revealing details regarding the cause, performed tests or solution to philips. After the service was performed by the third-party contractor, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected. The serial number and the manufacture date have been updated.